Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon the insertion of needle during a neurosurgical procedure, the device needle and thread broke. Nothing fell into the patient cavity. A new suture was pulled to complete the procedure with no issue. The patient is alive with no injury.